Event description:
Pt had an order for morphine sulfate gtt. Nurse programmed pump for 38 ml/hr as ordered. Per the nurse approx 45 minutes later pump was alarming, with error message "air in line". Examined IV bag, noted that the bag was empty. Pump indicated that only 32 ml had infused, yet per the nurse the entire 100 ml was gone as well as air pulled through the line. Uncertain of problem at this time, unable to ascertain what or how the malfunction occurred.